Event description:
It was reported that inappropriate defibrillation therapy was delivered due to atrial fibrillation. No allegation of malfunction was made against the device and it was performing as expected based upon the programmed settings. High voltage defibrillation therapy was programmed off and a system revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition.